Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an morphine. It was reported that when the patient goes to give a bolus, it used to take 4-4 minutes to bolus and now it could takeup to 20 minutes. It had slowly been slowing up since they got the implant. The patient mentioned it was very quick for a good month or so and then it slowly took more and more time. The agent walked patient through closing out of all running applications and clearing data and they were able to successfully connect to the pump and request/receive bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.